Manufacturer narrative:
Date of report: 30sep2021. (B)(6).

Event description:
The customer reported that the battery is broken. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The customer reported that the ventilator experienced a battery failed alarm during power on. The device was evaluated by the customer and an international philips field service engineer (fse). The fse confirmed the reported issue. The device issue was discovered during the initial powering on of the device. The fse replaced the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.